Event description:
It was reported the up button on the insulin pump was not responding. The numbers kept scrolling on there own. Customer's blood glucose was 6.1mmol/l. Customer was attempting to enter carbohydrates. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No display anomaly was noted during testing. Intermittent button response was noted on the up arrow button due to moisture damage on the keypad traces. The insulin pump was also received with minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.